Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional info of the event was requested. Further info will be provided.

Event description:
On (B)(6) 2004, the pt was implanted with gore excluder bifurcated endoprostheses. On (B)(6) 2011, the physician performed a reintervention to reline the devices due to aneurysm enlargement. It was reported to gore that endotension was suspected as the cause of aneurysm enlargement. The pt tolerated the procedure.